Event description:
On (B)(6) 2009, the pt was implanted with a gore tag thoracic endoprosthesis to repair a thoracic aortic aneurysm at the distal arch. The external iliac artery was too thin (diameter unk) to accommodate the introducer sheath; therefore, the sheath and delivery catheter were introduced in retrograde fashion from the retroperitoneum. The physician encountered difficulty implanting the device. The guidewire or delivery catheter was manipulated, causing an embolic shower which resulted in a cerebral infarction in the left brain. Two hours later, the pt experienced partial paralysis on the right side of her body. On (B)(6) 2009, the pt received heparin continuously and rehabilitation was started. On (B)(6) 2009, the pt changed hospitals to continue rehabilitation. As of (B)(6) 2011, the pt was still in the hospital and not recovering.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instruction for use, the gore tag device is intended for endovascular repair of aneurysms of the descending thoracic aorta in pts who have appropriate anatomy including adequate iliac/femoral access. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the pt or death.